Event description:
It was reported that the patient experienced inadequate spinal cord stimulation (scs) as a result of high impedances displayed on the lead. Device programming optimization was attempted; however, the issue persisted. The patient underwent a revision procedure, where troubleshooting found there was an unstable connection between the lead adapter and the non-boston scientific lead. Therefore, the lead adapter and non-boston scientific lead were explanted, and a new boston scientific lead was implanted. Postoperatively, the patient was content and received full stimulation coverage. The device will not be returned as it was retained by the customer.